Event description:
It was reported that there was a drop in battery percent from 62% in (B)(6) 2020 to 7% in (B)(6) 2020. A review by engineering noted that the deice was malfunctioning and should be replaced and returned for analysis. It was noted that the device should have enough capacity to support therapy for fourteen days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that there was a drop in battery percent from 62% in (B)(6) 2020 to 7% in (B)(6) 2020. A review by engineering noted that the deice was malfunctioning and should be replaced and returned for analysis. It was noted that the device should have enough capacity to support therapy for fourteen days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.